Event description:
Caller reported cgm error 42 that persisted even after a pump reset. There was no adverse impact to the customer's blood glucose level. Cts arranged for the pump to be replaced and guided the caller through steps to store and return the problematic pump, ensuring continued insulin delivery with the current pump.